Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that two screws came off of the instrument tracker during a total hip arthroplasty procedure,4. One screw fell into the surgical site and was retrieved without issue. The second screw was found outside of the surgical site. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During failure analysis, the reported event that two screws on the device were loose was confirmed through the visual inspection. During device evaluation we were unable to determine what caused the loose screws. It is possible rough or improper handling led to the loose screws.

Event description:
It was reported that two screws came off of the instrument tracker during a total hip arthroplasty procedure. One screw fell into the surgical site and was retrieved without issue. The second screw was found outside of the surgical site. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.